Manufacturer narrative:
Investigation results: device analysis findings: nc emerge mr, ous 4.00mm x 8mm was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the balloon material identified an 8mm balloon tear from the mid to distal section. The distal tip was slightly flared. The device was attached to an encore inflation device. The encore device was verified before use by using the druck gauge. The balloon tear was identified prior to the inflation attempt; therefore, the test was not performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information, reported anatomical characteristics and the review conducted at the complaint investigation site. It was reported that during the procedure the balloon burst during insertion into the lesion. Returned product analysis confirmed the reported balloon damage, and the distal tip was slightly flared. Based on the available information the physician attributed the balloon bursting to interaction between this device and the calcification present in the lesion being treated. It is likely that the observed tip damage is also due to this patient anatomy also.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured to several calcification. The device was removed and completed the procedure was completed with a different device. There were no patient complications. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured to several calcification. The device was removed and completed the procedure was completed with a different device. There were no patient complications. Patient was in good condition.